Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that the pump battery was depleting quickly. Resulting in the pump shutting off. The customer experienced a blood glucose (bg) level reported as "high". Although, specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer continued to use pump for insulin therapy.